Event description:
The customer reported two false negative results on the alinity m cmv amp kit. The technical application specialist (tas) downloaded log files from abbott link. Sample ID (sid) (B)(6) was processed on may 12 with a negative result. Curve analysis showed a late amplification, cycle threshold (CT) value 40.99. Sid (B)(6) was processed on may 12 with a negative result. Curve analysis showed a late amplification, CT value 40.99. The customer reported in both cases the result as <30 iu/ml. The negative result was not reported outside of the laboratory. The customer questioned the negative result as an amplification curve was visible. The samples were not retested. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m cmv assay, list number 09n46-090, which is the same/similar to the alinity m cmv assay, list number 09n46-095, which received FDA approval.

Manufacturer narrative:
The results of the investigation are summarized as follows: retain / file sample evaluation: the product file sample evaluation for alinity m cmv amp kit (list: 09n46-090) lot: 409379 was performed. Curve analysis of the results showed that the amplification of the curves were normal. The results for the parameters being evaluated were within the lower specification limit (lsl) and the upper specification limit (usl). The file sample evaluation met all validity and acceptance criteria. As a result, the product file sample evaluation for the alinity m cmv amp kit (list: 09n46-090) lot: 409379 received a disposition of pass. Customer data review: the validity of the run associated with the reported samples was verified, as there were no errors or flags on the run controls. The correct interpretation is negative. The amplification curves slightly rise above the threshold but were reported as negative. Amplification curves above the threshold alone is not indicative of a positive result, additional criteria must be met to interpret the result as detected. All results should be reviewed in conjunction with other clinical data before any patient management decisions are made, and if there is any inconsistency, additional testing is recommended. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m cmv amp kit (list: 09n46-090) lot: 409379 and the components did not identify any issues that could result in the reported complaint. No records were found that would indicate any issues which could have led to the reported complaint. Additionally, the quality control (qc) master lot testing for the alinity m cmv amp kit (list: 09n46-090) lot: 409379 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which were related to the reported issue. The lot numbers: 409379 including the component lots: 413365 & 409381 were searched. The CAPA review for lot: 409379 including the component lots: 413365 & 409381 did not identify any existing quality records (qrs) that were related to the reported complaint. Complaint history review: a lot specific search of complaint exceptions was performed. The lot specific complaint history review did not identify any additional complaints related to the reported complaint for the alinity m cmv amp kit (list: 09n46-090) lot: 409379. Complaint trending was completed. List number: 09n46 (alinity m cmv) did exceed the complaint upper control limit. However, no new adverse trend was identified as only one complaint was opened and a trend could not be established. Based on the results of the investigation elements a products deficiency for alinity m cmv amp kit (list: 09n46-090) lot: 409379 was not identified.